Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: no problem detected. Source: email.

Event description:
Reports 3 false positive flu b and sars results confirmed with pcr testing. Unknown if patients were symptomatic. No apparent adverse event. Report 2 of 3.